Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00303. It was reported that the initial placement of the patient's l5 lead was causing discomfort at the implant site, and that the patient's s1 lead was not providing adequate coverage of the foot area. As a result, the physician explanted the l5 lead and replaced the patient's s1 lead, resolving both issues.